Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not ventilating. There is no report of whether this failure occurred during patient use or not.

Manufacturer narrative:
Further investigation by the ge field engineer determined that the reported event was a use error caused by misaligned bellows and bellows housing.